Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife called in to report a hospitalization due to low blood glucose levels, a bent cannula, and a meter discrepancy. The customer's blood glucose started at 350 mg/dl and he delivered a bolus but thought it did not deliver. The customer then kept bolusing and that's when the blood glucose levels started to drop. The customer's blood glucose level at the time of admission was 32 mg/dl. The caller stated that the device was working as designed and that the low blood glucose levels were caused by a user error. The product was not replaced or returned.